Event description:
It was reported that during a gastric bypass procedure, the device cut and did not staple. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. (B)(4). Additional information was requested and the following was obtained: on what tissue type was the device used? Gastric/jejunum at what location on the tissue? Lateral to medial. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? Second and third. If echelon, during which stroke did the event occur? Throughout. What other color cartridges were used before and after this event? White/vascular and blue - gold. Was buttressing material utilized? No if so, which product? Was the instrument fired across or near an existing staple line or clip? No on initial and yes on subsequent. Were any unexpected noises heard? No if so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? No after use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes and only occurred on first 2-3 firings. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No and hospital has yet to return the device.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge was received for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.